Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 279 mg/dl at the time of the incident. Low blood glucose value of 63 mg/dl was also reported which was treated by glucose tablets. There is no indication of issue being resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Blank display due to faulty component on the mother board. No button response due to a flattened esc, act, down arrow and up arrow buttons dome switch. Inspected lcd connector and no unlocked connector noted. Unable to perform the self test, displacement test and operating currents measurement due to blank display anomaly and keypad anomaly. Pump had minor scratched display window.

Manufacturer narrative:
Blank display due to faulty component on the mother board. No button response due to flattened esc, act, down arrow and up arrow buttons dome switch. Inspected the lcd connector and no unlocked connector noted. Unable to perform the self test, displacement test and operating currents measurement due to blank display anomaly and keypad anomaly. Pump had minor scratched display window.